Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter on the stopper.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted a loose plunger rod with stopper attached. The sample appeared to have been manipulated with multiple clear liquid droplets seen over the stopper surface. The stopper was observed to have some potentially brown spots that were out of focus on its surface. However, it was not possible to tell what the discoloration was and whether it was loose or embedded. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause could not be determined based on the photo alone. Since the product has been manipulated and no physical samples were returned for evaluation, it is not possible to tell what the foreign matter was and whether it was part of the stopper, introduced during the syringe manufacturing process or at some point during the syringe manipulation after the product left the manufacturing facility. The defect was not confirmed to have originated at the syringe manufacturing plant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter on the stopper.